Event description:
It was reported the videoscope dripped with a black water-like substance during sedation for a diagnostic cystoscopy, which turned the patient's urine black. It was flushed with clean water and alcohol multiple times and dried. The device was completed with a different olympus device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: torn channel and fluid invasion in the body control unit, scope connector, and the video connector. Olympus will continue to monitor field performance for this device.